Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Initial reporter facility name and address: shanghai artemed hospital, room (B)(6).

Event description:
It was reported that the subject device had abnormal 3d image. The issue was found during a therapeutic intestinal operation procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the uc sheath. The cause of the uc sheath could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal 3d image. The issue was found during a therapeutic intestinal operation procedure that was completed with a similar device. There were no reports of patient harm.